Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the 511s trocar gasket ripped. An additional trocar was pulled to continue the case. The device was from a ftr73 kit. There was no consequence to the patient.